Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. Increased pacing threshold was observed. Externalized conductors were noted via x-ray. Lead was replaced.